Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day device had ruptured during patient use at the hospital. The device was filled with 5-fu and normal saline. According to the reporter, the reservoir ruptured after 15 minutes of when the infusion began. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This device is distributed for outside of the united states; therefore, it does not have a 510k number. However, this MDR is being submitted because this product is the same as or similar to a product distributed within the united states. The device is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).